Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). A replacement surgery was performed and the balloon was fond empty, it is unknown if it occurred prior to the revision. All components were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. The pump was visually and microscopically examined, leak tested and functionally tested. No anomalies were found with the pump and cuff components. The balloon was visually and microscopically examined, and leak tested. Leak test of the balloon revealed a leak in the balloon shell at the sphere adapter junction that was the result of fatigue. Based on the information available and analysis results, the hole identified in the balloon could have caused or contributed to the reported clinical observation of fluid leak.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). A replacement surgery was performed and the balloon was found to be empty, it is unknown if it was empty prior to the revision. All components were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.